Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump was briefly exposed to moisture due to customer getting into water. Customer reported that as a result, the "b" button and the down arrow button were not responding. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with moisture damage was found on the electronics, motor, battery tube and vibrator assembly during our visual inspection also, with corroded keypad traces. However all of the buttons functioned properly. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.